Event description:
It was stated that the insulin was squirting out during the manual prime and the insulin pump was not detecting the reservoir. Troubleshooting was performed, but the problem continued. It was also stated that the insulin pump alarmed after changing the reservoir. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. The insulin pump also had moisture damage on the motor assembly. Unable to perform the prime test due to the blank display.